Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 9/2.75 mm balloon did not deflate fully after being inflated to 12 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the iliac artery. The physician used a 7 fr valkan introducer sheath for vascular access, and a bentson j-tip guidewire to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of an express ld stent. The maverick2 monorail was re-inflated to 20 atms and subsequently deflated successfully. No pt injuries or complications were reported. Pt status is reported as 'satisfactory'.